Manufacturer narrative:
Investigation conclusion: a review of the complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Reported 1 false positive sars result for one patient. It is unknown whether or not the patient was symptomatic. Unknown if the result was confirmed. Confirmation method(s) not provided. Multiple attempts were made to contact the customer for more information. Customer was non-responsive.